Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for chest pain. A device check found the right ventricular (rv) lead had high thresholds and the right atrial (ra) lead had suspected far field r-wave (ffrw) oversensing. The ra lead remains in use. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow up with the company representative and physician that the right ventricular (rv) lead had dislodged leading to bradycardia and the patient's chest pain. No further patient complications have been reported as a result of this event.